Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was under delivering and they experienced high blood glucose level. Customer current blood glucose level was 209 mg/dl. Customer alleged pump was under delivering as they took 4u of insulin and it took 2.5 hrs before it goes down. The customer was treated with insulin pump. Customer stated that insulin pump that had been malfunctioning for 3 or 4 weeks now needed to reset the pump twice a day it was not delivering insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was assisted with troubleshooting for high blood glucose. The device will be returned for analysis.